Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported that they had their implant removed about six months after getting the implant because the implant did more harm than good and "it" wasn't working. Pt said they used the therapy for about 2-3 months after implant. Pt said that the stimulator was increasing the pain and making it worse for their unusual situation and this was pretty much since implant. Pt said when the doctor did the removal of the implant, they didn't remove the paddle or wire leads because this would need another surgery. Pt said that the doctor told them they could live with this but this may cause them not to be able to have MRI's. Pt said that they are currently seeing a neurologist and they are working on identifying swelling and so forth that they have. Pt said that they have done an eng and nerve conduction study and they said that the pt has an active injury in their lower spine area. Pt said the neurologist would like to go one step further and do an MRI to find the most conclusive results. The patient was redirected to their healthcare provider to further address the issue and discuss MRI eligibility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.